Event description:
It was reported that during an implant procedure, high capture threshold was observed. Repositioning was attempted three times to look for good thresholds. During the third repositioning, the helix was unable to be retracted. The lead was not implanted and was successfully replaced. There were no patient complications or adverse consequences to the patient. The patient was fine in the recovery room after the case.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.